Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was returned for inspection and the event was confirmed. Without a lot number the device history records review could not be completed. A manufacturing related condition can however be excluded. Conclusion ¿ as no detailed clinical information is available, we can only assume that there was a technical complication during the surgery which caused the breakage. A manufacturing related condition can be excluded. However, without a lot number the device history records review could not be completed, the investigation could not be completed and no conclusion could be drawn.

Event description:
It was reported that a cranioplasty was performed on a patient with a tumor in the frontal lobe. During fixation of the bone plate, five cortex screws broke off. No further information was provided. This is report 4 of 5 for complaint (B)(4).